Manufacturer narrative:
The reported event of failure to capture was confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures although an internal short was noted while manipulating and stretching lead at the connector region. X-ray inspection confirmed the shorting was due to the over torqued inner coil at the connector region. The cause of the reported event was isolated to the over torqued inner coil at the connector region which is consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited failure to capture. The lead was not used and was replaced. The patient was in stable condition throughout the procedure.